Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a stenosed and calcified coronary artery. A 2.50mmx32mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and the proximal stent strut was damaged. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The tip was slightly bent and was likely caused during advancement efforts towards the lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a stenosed and calcified coronary artery. A 2.50mmx32mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and the proximal stent strut was damaged. No patient complications were reported and the patient's status was stable.